Event description:
It was reported that a spectrum displayed "load set 3+4" when a set was not yet loaded at load point 2. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported false detection of a loaded set. This was caused by the pump falsely recognizing a set loaded at guide point 2 caused by a failed upstream sensor. The upstream sensor and upstream pusher were replaced.